Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading "high" with high levels of ketones; cause was not known. A healthcare provider identified the ketone levels as dangerous/life threatening. A correction bolus was delivered to address bg followed by a manual injection. The customer required assistance from the diabetes nursing team; however, details pertaining to assistance were not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.